Manufacturer narrative:
Physio-control replaced the interface pcb, system/memory pcb and power pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed interface pcb assembly and determined that the cause of the reported issue was a shorted capacitor, designator c14. The shorted capacitor caused significant damage to both the system/memory pcb and power pcb assemblies which prevented the device from powering on.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified that it would no longer power on. Physio opened the device to perform an internal examination and observed multiple damaged components.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a daily check of their device, they observed that it powered off by itself. When the customer attempted to power the device back on, it would not respond. There was no patient use associated with the reported event.